Manufacturer narrative:
The exposed portion of the soft cannula was observed to bent. During the investigation, the bend did not prevent fluid from exiting the distal tip of the soft cannula and no signs of leakage were observed. The data downloaded from the device did not show any signs of struggle during the run. No blood was observed on or within the device. The cannula assembly and bottom housing were inspected for manufacturing deficiencies that could cause bleeding or bruising and no issues were found. No other damages or defects were found with the device. Although the cannula was damaged, the timing and cause of the damage is unknown.

Event description:
It was reported the patients blood glucose level rose to 406 mg/dl while wearing the pod between 4 and 24 hours. As treatment, a new pod was applied.